Event description:
Customer received an ice pack from the clinic and had gotten frost bite. Spoke directly with customer who stated the customer went to the ER, after applying ice pack for four hours, and the physician stated the customer had "frost bite", customer was referred to a surgeon who stated they would continue to treat the area with silvadene ointment. The customer is not on antibiotics at this time. No further treatment is being recommended.